Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, the guide wire would not pass through the proglide device. A second proglide device was used and hemostasis was achieved. There was no reported adverse patient sequela. Although the name of the physician was not provided, it was reported the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Lot number was updated from 40521k1 to 5081241. (B)(4). Evaluation summary: the device was returned for evaluation which confirmed the resistance with the guide wire when backloading through the sheath. A review of the electronic lot history record for the reported lot revealed no nonconforming material records, indicating all lot release testing met specifications. A query of the complaint-handling database indicated there were no similar incidents reported from this lot for this issue. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data found the occurrence to be potentially related to a manufacturing issue. Continued assessment of this issue per site operating procedures is being performed. These devices will continue to be monitored.